Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-1588rtt acl fibertag tightrope suture broke off the needle during the final pass through the graft. A free needle was used to complete the graft preparation. This was discovered while prepping the graft on the back table during a procedure on (B)(6) 2023. Additional information received on 4/11/2023: this was discovered during a quad tendon acl procedure.

Manufacturer narrative:
The complaint allegation is confirmed based on the customer-provided photos. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing.